Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that during posterior communicating artery (pcom) aneurysm embolization procedure, the subject coil was delivered via the microcatheter into the aneurysm. At some point, the subject coil was not able to advance and not fully inserted into the aneurysm. The next step was to withdraw the whole subject coil into the microcatheter. Upon withdrawn, the subject coil was stretched and was noted to be broken into two parts. Most of the subject coil was withdrawn with the microcatheter but the broken/stretched distal part of the subject coil remained inside the patient¿s vessel. It was observed that the thin fiber rolled to a "ball of fibers" and this ball was removed successfully with a snare device. Patient was set under ass and is stable.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was not returned and therefore the as reported cannot be confirmed. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during posterior communicating artery (pcom) aneurysm embolization procedure, the subject coil was delivered via the microcatheter into the aneurysm. At some point, the subject coil was not able to advance and not fully inserted into the aneurysm. The next step was to withdraw the whole subject coil into the microcatheter. Upon withdrawn, the subject coil was stretched and was noted to be broken into two parts. Most of the subject coil was withdrawn with the microcatheter but the broken/stretched distal part of the subject coil remained inside the patient¿s vessel. It was observed that the thin fiber rolled to a "ball of fibers" and this ball was removed successfully with a snare device. Patient was set under ass and is stable.